Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed prior to use. There was no patient involvement.. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured january 30, 2021 - february 2, 2021. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a large transparent particle matter inside the bag. The reported condition was verified. The cause of the condition could not be determined, however, possible causes include compounding error, customer handling, or was intrinsic from the manufacture of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.